Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had a control panel in the arctic sun device that continued to display the "no" symbol . Per follow-up information received on 28feb2022, there was no patient involvement, and the device was coming in for repair. Per sample evaluation results received on 03aug2022, it was noted that the double bend tube was deformed . It was also noted that two tank seals were damaged. It was stated that the double bend tube and two tank seals were replaced. Per clarification mail received on 03aug2022, it was confirmed that the seal that seals it in the tank was replaced due to the seal being stretched from the expanded tube that goes through it. The new tube was much smaller in circumference, so that a proper seal between the two could not be obtained in the old, stretched seal. The other seal was replaced when the pumps were removed. The front seal pulled up with the pump. It was also confirmed that another common problem with older seals was removing the pumps at an angle.

Event description:
It was reported that biomed had a control panel in the arctic sun device that continued to display the "no" symbol per follow-up information received on 28feb2022, there was no patient involvement, and the device was coming in for repair. Per sample evaluation results received on 03aug2022, it was noted that the double bend tube was deformed . It was also noted that two tank seals were damaged. It was stated that the double bend tube and two tank seals were replaced. Per clarification mail received on 03aug2022, it was confirmed that the seal that seals it in the tank was replaced due to the seal being stretched from the expanded tube that goes through it. The new tube was much smaller in circumference, so that a proper seal between the two could not be obtained in the old, stretched seal. The other seal was replaced when the pumps were removed. The front seal pulled up with the pump. It was also confirmed that another common problem with older seals was removing the pumps at an angle.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable.